Event description:
Date of occurrence is unknown: customer reported 2 incidents where the catheter broke upon insertion to the patient. No injuries, medical interventions or hospitalization. After opening 1 box, several catheters were found with the clear and blue outer casing broken.